Manufacturer narrative:
Lui, t., chan, k., chow, h., ma, c. And ngai, w. (2008). Arthroscopy-assisted correction of hallux valgus deformity. Arthroscopy: the journal of arthroscopic and related surgery, 24, 875-88. This report is for an unknown 4.0 millimeter cannulated titanium screw / unknown quantity / unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: lui, t., chan, k., chow, h., ma, c. And ngai, w. (2008). Arthroscopy-assisted correction of hallux valgus deformity. Arthroscopy: the journal of arthroscopic and related surgery, 24, 875-88. The authors conducted a retrospective study to evaluate the clinical and radiographic results of arthroscopy assisted hallux valgus deformity correction using percutaneous screw fixation, with a 4.0 millimeter ao cannulated titanium screw. From july 2001 to september 2005, endoscopic distal soft tissue procedures were performed in 94 feet (45 left feet and 49 right feet) of 83 patients (75 females and eight males). The mean age at time of operation was 45.6 years old (range, 14 to 89 years). The mean postoperative follow-up was 30.45 months (range, 24 to 74 months). Results included: serious injury / reportable malfunction of a (B)(6) female who experienced breakage of the proximal fixation screw. The outer part of the screw was removed; the part inside the second metatarsal was not removed. After 39 months of follow-up, the patient did not have any symptoms and big toe alignment was maintained. This is report 1 of 2 for (B)(4). This report is for an unknown 4.0 millimeter cannulated titanium screw.